Event description:
It was reported when using the bd vacutainer® sst¿ blood collection, the customer has found tubes with defective stoppers prior its use. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "customer has found tubes with defective stoppers prior its use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection, the customer has found tubes with defective stoppers prior its use. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "customer has found tubes with defective stoppers prior its use."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three [3] photos were provided for investigation. The photos confirm the reported issue of an improper stopper assembly as the first photo shows two tubes with improper stopper assembly (cocked stopper). Therefore, bd is able to confirm the customers reported defect of improper assembly. In addition, 30 retention samples were visual inspected for improper stopper assembly. Bd is unable to duplicate the customer¿s reported defect of improper stopper assembly/ cocked stopper from retain testing. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.